Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alleged over delivery as insulin pump delivered 13 units in one go. Customer was taken to hospital as emergency medical service was dispatched on (B)(6) 2020. Customer's blood glucose level was 27.0 mmol/l. Customer was assisted with troubleshooting. Customer was using insulin pump within 48 hours of high blood glucose level. Customer was treated with intravenous fluids and coke and food for low blood glucose level. Customer was insure whether the drive support cap was loose, flush or protruded. The reservoir will not be returned for analysis.